Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, the platinum handpiece ran hot. Surgery was completed with a back-up device, instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of the device, and no physical damage was observed. During a functional evaluation the device was plugged in, and revealed an unknown handpiece error message. It is noted during the functional evaluation the returned device did not function and displayed an unknown error message. Because of this issue the device did not grow warm during the functional evaluation. A device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with an electrical component failure. Factors that could have contributed to the handpiece error include an internal short or component failure of the hall board. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h2: additional information on: b5.

Event description:
It was reported that, during a knee arthroscopy, the platinum handpiece ran hot. Surgery was completed with a back-up device, instead. There was no surgical delay, and no further complications were reported.